Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The high checkpoint values observed at the beginning of the case were due to bumped bone arrays. The makoplasty specialist (mps) present at the case followed the correct trouble shooting steps for a shifted bone array by redoing pt landmarks, checkpoint acquisition and bone registration.

Event description:
The surgeon was scheduled to perform a bi-compartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After observing the anatomy of the pt, the surgeon changed the plan to medial unicondylar procedure. After logging a high femoral checkpoint, the surgeon decided to re-register both bones and the rio, with passing results. After burning both femur and tibia, the tibia trial fit well, but the femoral trial would not fit; the surgeon observed that the femoral peg holes appeared to be shifted about 3 mm from the plan. The surgeon decided the proper course of action was to complete manual bone resection and he was satisfied with the final outcome of the case.